Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, not available. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Suspect spine clamp not returned to manufacturer for analysis.

Event description:
A medtronic representative reported an open spine clamp that was damaged. The spine clamp was still functional though a screw in the clamp was starting to become worn. There was no patient present when this issue was identified.

Manufacturer narrative:
Lot number and device manufacturer date provided.